Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states pump received with critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test. Unable to download history files and traces using thump due to critical pump error (open book image) alarm. Cut and open the pump perform visual inspection found no moisture damage on internal battery connector, battery connector, pcba1/pcab2/ force sensor, motor. Swapping out test boards confirms display anomaly is isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rail, label damage. In conclusion, unable to download history files and traces due to critical pump error (open book image) alarm . Critical pump error (open book image) alarm, problem isolated to pcb2. Broken belt clip rail confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device. The product was returned for analysis.